Manufacturer narrative:
This device is not sold in the us but a similar device is. The full facility name is regional independent administrative agency shizuoka prefectural hospital organization shizuoka prefectural general hospital. The device is returned but the device evaluation is not yet completed. As such a definitive root cause of the reported complaint cannot be determined at this time. Supplemental report(s) will be filed as any relevant new information becomes available.

Event description:
As reported for this event by the customer, during reprocessing foreign matter came out from the water passage part of the second connector. The connector was not loose. There is no harm reported to any patient.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Upon device inspection, the foreign material was found to be a translucent, thin, elongated solid and elastic substance. As a result of organic qualitative analysis of the foreign material, it was found that it was a silicon-based substance. Olympus confirmed that a silicon-based sealing adhesive was partly used in the assembly work of the connector for connecting the cleaning tube of the endoscope reprocessing device and the internal unit. However, due to the structure of the device, there is no possibility that the sealing adhesive will protrude or enter the liquid feeding channel, and if there are any abnormalities, it was confirmed that it could be detected during the inspection of the assembly process. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely silicon-based foreign material entered the liquid feeding channel at some point during use. However, the root cause of the foreign material or the intrusion route could not be specified. Olympus will continue to monitor field performance for this device.